Event description:
It was reported by the customer that the pyxis medstation es system remote manager failed, preventing users from accessing medications. The customer reported that they were able to obtain the medications from the pharmacy. The customer also mentioned that users had established a workaround to retrieve the affected medications from a different station due to an unrecoverable issue during the drawer recovery process. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-nov-2022 to 10-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to remote manager failure. The field service engineer replaced the12 feet pyxibus cable with a 25 feet cable for the smart remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to remote manager failure. The field service engineer replaced with a 25feet cable for the remote manager, also cleaned latch and applied grease to the microswitches to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system remote manager failed, preventing users from accessing medications. The customer reported that there was no delay in patient care since users managed to obtain the medications from the pharmacy. The customer also mentioned that users had established a workaround to retrieve the affected medications from a different station due to an unrecoverable issue during the drawer recovery process. There were no adverse events or injuries reported based on this event.